Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the system error was the drivetrain motor brake gap being wide (out of the specification). This caused the autopulse to stop functioning with a system error, per design. The archive data indicated system error 139 (unable to hold compression position), confirming the reported complaint. The autopulse platform failed the functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering up, confirming the reported complaint. The investigation revealed that the root cause of the system error was the wide drivetrain motor brake gap (out of specification). The system error was reset using the ap vision software, and the brake gap needs to be adjusted within the specifications to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The distributor reported that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.